Event description:
A user facility reported a posterior capsule tear that occurred during placement of an intraocular lens. The wound was widened to allow removal of the lens. More info is being sought.